Event description:
Nurse set "a" side of pump to run a vtbi of 250 ml of heparin (concentration not known) at 15.5ml/hr, continuous infusion, nurse was hanging a new bag. Normal saline was infusing on "b" side. Heparin infusion was started, nurse observed flow from the drip chamber at the expected rate, and left the room. A short time later, another nurse heard the device beeping, saw that it was alarming for air, initially thought it was a bubble, tried to let fluid run to let the bubble get past the sensor and found the whole herapin bad and tubing were empty. Device was turned off and taken off patient. Biomed checked the device following the incident and found that it was programmed to run at 15.5, and that the volume infused said 20. Medical intervention required; patient was transferred to ccu and given reversal agent for excessive anticoagulation, was monitored and had no long-term sequelae, went to surgery as scheduled the next day.

Manufacturer narrative:
Investigation is ongoing; a follow-up report will be submitted when the investigation is complete. Patient information requested and all available information is included.